Event description:
It was reported that the water could not be cooled down, the reading of t4 temperature was changing very very slowly. Mixing pump and chiller pump run properly. It seems malfunction of the chiller compressor. Per review of wo, the nurse found the water could not be cooled down and the patient's temperature could not be decreased. Replaced the unit by another one. Sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no any other hurt by ttm device. Per sample evaluation results on 12nov2025, black crusty debris/contamination along the whole base of the chiller. After pm, and during pre-calibration testing, it was found that the ui would not power on. Tank seals were found torn/worn.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluated upon receipt. During evaluation black crusty debris/contamination was found on the base of the chiller. The unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water could not be cooled down, the reading of t4 temperature was changing very slowly. Mixing pump and chiller pump run properly. It seems malfunction of the chiller compressor. Per review of wo, the nurse found the water could not be cooled down and the patient's temperature could not be decreased. Replaced the unit by another one. Sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no other hurt by ttm device. Per sample evaluation results on 12nov2025, black crusty debris/contamination along the whole base of the chiller. After pm, and during pre-calibration testing, it was found that the ui would not power on. Tank seals were found torn/worn.